Manufacturer narrative:
The cause of the automated impella controller (aic) issue (loss of communication with pud due to loss of power to pud) was a loose connector. D9 added e1 name prefix/title. E4 should have been left blank in the initial report. G1 reporting contact fax number.

Event description:
No patient involvement: it was reported that when powering on the aic (automated impella controller) a ¿system self check failed, change console immediately" displayed on the screen. Unable to turn off the unit and the buttons are unresponsive. There was no patient involvement.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.